Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette tubing during the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment. The cycler also had noise that sounded like a screw loose rolling around in the bottom of the cycler. The cause of the leak was unknown. The patient contact was advised to reset up with new supplies and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event, and that no fluid was found in or around the cycler just the tubing. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient has not received the replacement cycler yet and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the cassette tubing during the patient's pd treatment. The patient contact reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment. The cycler also had noise that sounded like a screw loose rolling around in the bottom of the cycler. The cause of the leak was unknown. The patient contact was advised to reset up with new supplies and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the patient contact confirmed the reported event, and that no fluid was found in or around the cycler just the tubing. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient has not received the replacement cycler yet and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.